Event description:
It was initially reported that the stretcher had a broken siderail weld (indicating that the siderail cannot be latched upright) and the head end of the stretcher cannot be raised. These issues are not reportable. However, upon evaluation by a stryker field service tech it was found that the siderail had an accessible sharp metal edge. There were no issues found that would result in a siderail latch issue and no issues found that would result in the head end not raising.

Manufacturer narrative:
It was originally reported that the device siderail would not latch and the head end would not raise. Upon evaluation by a stryker field service tech it was found that the siderail had accessible sharp edges. Section b5 has been updated to reflect this.

Manufacturer narrative:
The user facility provided further details regarding this issue, section b5 has been updated.

Event description:
It was initially reported that there was an issue with the stretcher brakes and the model and serial numbers of the affected units could not be identified. Upon follow up with the customer the model and serial numbers were provided and the customer stated that the stretcher has a broken siderail weld (indicating that the siderail cannot be latched upright) and the head end of the stretcher cannot be raised. These issue are not reportable malfunctions. The device is still under investigation, and if the issues are determined to be reportable a new MDR will be filed.

Event description:
It was reported that the customer has five stretchers with brakes that are difficult to engage/disengage. The customer did not provide the model or serial number of the affected units. Attempts have been made to reach the customer for more information; however, they have not responded to these attempts. There was no report of patient involvement or adverse consequences.